Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly partially deployed. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly partially deployed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but photos were provided which show the stent completely deployed and the inner catheter protruding. It is not clear when the stent became completely deployed since a partial deployment was reported which leads to inconclusive results. Based on the available information and the evaluation of the provided photos, the investigation is closed with inconclusive results for partial deployment. A definite root cause of the reported incident can not be identified. The intended placement of the device in the external iliac represents an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding warnings, the instruction for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instruction for use states "the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the transhepatic route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the biliary stricture and into the duodenum". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to the procedure, the instruction for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The instruction for use states, "the bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms". H10: (expiry date: 10/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but photos were provided which show the stent completely deployed and the inner catheter protruding. It is not clear when the stent became completely deployed since a partial deployment was reported which leads to inconclusive results. Based on the available information and the evaluation of the provided photos, the investigation is closed with inconclusive results for partial deployment. A definite root cause of the reported incident can not be identified. The intended placement of the device in the external iliac represents an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding warnings, the instruction for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instruction for use states "the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the transhepatic route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the biliary stricture and into the duodenum". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to the procedure, the instruction for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The instruction for use states, "the bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms". H10: d4 (expiry date: 10/2025), g3. H11: b5. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in the external iliac, the stent allegedly partially deployed as the catheter did not appear to come back and the stent would not release. It was further reported that the delivery system was pulled from the patient along with the partially deployed stent. The procedure was completed by using another device. There was no reported patient injury.